Event description:
Our rep is reporting to us that the surgeon, dr (B)(6), contacted him on july 19, 2010, to report an issue. The surgeon states that he performed an acl repair approximately 4 years ago (sometime in 2005 / 2006) on a (B)(6) woman. For fixation he used an anterior tibialis allograft and 2 unspecified milagro screws. Recently, the pt has been having what seems like an allergic skin reaction (redness, swelling). Test performed and infection ruled out. The surgeon wants to see if the br material is the root cause of the reaction.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.